Event description:
Procedure: lavh. Reportedly, the stapler was fired on tissue but when the surgeon tried to open the instrument it remained closed on the tissue. Then the sulu came free from the handling leaving it clamped on the patient tissue. This resulted in the surgery being changed from laparoscopic to an open procedure to remove the device.